Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2010. The lens was explanted on (B) (6) 2010 due to excessive vaulting. Subsequently, the pt experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The lens was not exchanged for another lens.

Manufacturer narrative:
(B) (4) - secondary surgery, excessive. (B) (4).